Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the bard/davol device is unclear. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the 3dmax (device 1) an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2008 or (B)(6) 2017, the patient underwent surgery for the implant of an unspecified bard/davol 3dmax mesh (device 1) or an unspecified bard/davol perfix plug (device 2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (device 1) and perfix plug (device 2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.